Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were hard to press and had high blood glucose events. Customer's blood glucose reading was unknown at the time of incident. Customer stated that the his sensor glucose reading was 360 mg/dl and his blood glucose was 240 mg/dl. Customer's blood glucose was 337 mg/dl at the time of call. Customer also reported that he was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 360 mg/dl to 380 mg/dl. The customer experienced symptoms such as nausea, vomiting, and difficulty breathing. The customer was treated with insulin pump. Customer stated that he had sporadic highs and lows and had to stay in the hospital for 4 days. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.